Event description:
It was reported that the acculif cage would not maintain expansion once inserted into patient. Surgeon tested cage before inserting. He expanded and used nitinol wire on tubing to collapse cage and it worked. The collapse mechanism was retracted and the cage was inserted into the patient. The cage expanded once inserted but once the hydraulic pressure was backed off the cage completely collapsed. The surgeon expanded several mm so it should have locked. A replacement cage, same size as original, was used and tested before insertion. It worked properly once inserted.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. No issues were found during visual and functional inspections the implant was successfully expanded to its maximum height. This device is deemed functional a plausible root cause could not be identified.

Event description:
It was reported that the cage would not maintain expansion once inserted into patient. Surgeon tested cage before inserting. He expanded and used nitinol wire on tubing to collapse cage and it worked. The collapse mechanism was retracted and the cage was inserted into the patient. The cage expanded once inserted but once the hydraulic pressure was backed off the cage completely collapsed. The surgeon expanded several mm so it should have locked. A replacement cage, same size as original, was used and ested before insertion. It worked properly once inserted.